Event description:
It was reported that customer experienced shorter battery life on pump, which previously lasted 5 to 7 days between charges and now required charging every 3 to 4 days. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional actions or outcomes were documented.